Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by an agent that during the screwing with the applied dynamometer, before the snap, the screwdrivers broke on the tip. Consequently, it is assumed that the problem actually arises from a malfunction of the dynamometer. The action has been completed with the manual screwdriver.

Manufacturer narrative:
The reported event that a screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to be user related. The screwdriver bit was used in combination with a non-calibrated torque limiter. More torque than expected was applied and the over torque led to the breakage of the device tip. Moreover, it cannot be excluded that the screwdriver bit had reached the end of its serviceable life, as it has been in service for more than 9 years. Stryker trauma & extremities does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. The device inspection revealed the following: the breakage surface shows the typical pattern resulting from overtorque. Indeed, torsion lines can be identified. Furthermore, discoloration of the color ring can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by an agent that during the screwing with the applied dynamometer, before the snap, the screwdrivers broke on the tip. Consequently, it is assumed that the problem actually arises from a malfunction of the dynamometer. The action has been completed with the manual screwdriver.